Manufacturer narrative:
Remains implanted.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. Based on the description of the event, it was noted that areas of the external iliac were narrow and diseased. The physician elected to place four balloon expandable stents in the external iliac arteries prior to beginning the evar procedure. Upon polymer fill of the aortic body stent graft, the graft leg fill channels were not filling and it was observed that one balloon expandable stent had dislodged from its original location upon advancing the aortic body delivery system, allowing the delivery system to track through the stent and the stent to remain on the delivery system and cover the stent graft legs upon unsheathing and deployment. The physician experienced difficulties cannulating the contralateral leg of the aortic stent graft. The patient was converted to open surgical repair to remove the dislodged balloon expandable stent from the stent graft, followed by a fem-fem bypass to ensure flow to the extremities. After a prolonged procedure, the aneurysm was successfully excluded. The patient expired two days following the implant procedure.